Event description:
According to the reporter, during the lap chole procedure, the bag ripped at top near mouth of bag upon removal through trocar incision site. To resolve the issue in order to complete the case, the gallbladder was removed from bag and bag was removed empty. There was no patient harm. Surgical time was no extended by 30 min or more. The product will not be sent back for evaluation due to it being discarded the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.